Manufacturer narrative:
The reported event is associated with a clinical trial ((B)(4)) conducted under an investigational device exemption (ide). The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, following a laser induced thermal therapy (litt), the patient experienced a headache. A head computed tomography (CT) and brain magnetic resonance imaging (MRI) returned normal though it was reported that there was an elevated neutrophil count and decreased glucose count in the cerebrospinal fluid (csf). It was reported that the patient was hospitalized for six days due to the reported issue. It was reported that the issue was related to the procedure and there was no allegation of deficiency against a medtronic product. No additional information was provided.